Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 396-397 mg/dl.